Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: during knee revision surgery, the instruments following mentioned were not in optimal conditions (they were wear out at the connection with the hudson adapter and frequently slipped over the adapter and the drill adapter this cause the reamer to stop abruptly and the patient tibia was fractured).

Manufacturer narrative:
Product complaint # (B)(4).investigation summary: examination of the returned device confirmed the worn/stripped condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.